Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the sgc was returned and investigated. The reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steerable guide catheter (sgc) leak during use. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. One clip was implanted without issue, reducing the mr to 2. While removing the clip delivery system (cds), air was observed in the sgc lumen and there was a loss of fluid column. Aspiration was performed, and the sgc was removed. It was confirmed that no air entered the patient anatomy, and the patient remains stable. No additional information was provided.